Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an arterioembolization procedure using the embolic 105-7360-080 onyx pv, targeting the left bronchial artery, intercostal trunk, and intercostal branches, a patient with hemoptysis in the context of cough/bronchitis experienced several complications. Four hours post-procedure, the patient presented with a motor deficit of the pure motor paraplegia type, complete deficit of the abdominals, and sphincter incompetence. The patient showed a slowly favorable course with motor recovery of the right lower limb, albeit with a small residual motor deficit, but persistence of monoplegia of the left lower limb and sequelae vesico-sphincter disorders. No abdominal damage was reported. Interventions included the prescription of aspirin and anticoagulants, as well as measures to prevent complications of decubitus.